Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. Four days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency and route not reported). One day after hospitalization, the patient was discharged. At the time of this report, the patient was recovered from the event (date unspecified). Dianeal therapy was ongoing. No additional information is available.